Event description:
Pt checked bs at 9:25 am. Bs: 335. Rechecked again at 9:28 am, bs: 84. Another day, bs was 240 at 2:15pm and pt dropped to 40 during the night after only taking 4 units of insulin. Pt has type 1 diabetes mellitus. On insulin. She had been switched by her insurance company to this arriva glucose meter without my knowing about it. Pt nearly died from a severe hypoglycemia episode because of unreliable test strips. Her bs dropped to "20" during the night and required treatment. Distributor: arriva medical.